Event description:
The plaintiff's attorney alleged that the pt experienced a myocardial infarction and expired on that same date. Furthermore, it was alleged to have been caused by the pt's exposure to the product administered during dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.